Manufacturer narrative:
The reported event for pain at ipg site was not confirmed. Visual inspection and functional testing found no anomalies that would contribute to the reported event. As received, the ipg did communicate with the patient programmer. The ipg was implanted for 18 years. The battery was charged and was functionally tested to manufacturing specifications using the autotester and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site after a recent weight loss. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted, replaced and relocated to address the issue.